Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during drain 2 of 3. The hp also received a system error 2367. The patient had purposefully disconnected from the set and had reconnected. The hp would complete therapy using manual supplies and contact his nurse. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that the home patient had not contacted her about the event, but that she knew that he was doing well and continuing his therapy on the homechoice. There were no adverse effects reported in relation to this incident. The nurse would speak with the patient about proper disconnection procedures. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint.